Manufacturer narrative:
A supplemental report will be submitted upon the completion of investigation.

Event description:
User called into emergency support program (esp) line during cs300 intra aortic balloon pump therapy to ask about the leak in iab circuit alarm. It happened only occasionally and they are able to resume pumping each time. The iab catheter is arrow. The esp personel advised in troubleshooting as if the catheter were a getinge iab and suggested calling teleflex for any catheter maint. Questions. There is no blood or kink in the helium tubing and a recent chest film shows correct placement per user. The esp personel advised user to continue to monitor for blood in the helium tubing. User was satisfied with the assistance and had no more questions. The call was ended. No harm or injury reported.